Event description:
Same case as 6000093-2007-00037. It was reported that one day after a coronary artery drug eluting stenting treatment procedure, in-stent thrombosis occurred. The lesion was located in the proximal left anterior descending (lad) artery. The vessel size was 2.5mm in diameter, 100% stenosed, type c and 16mm in length. During the initial procedure, the pt had two overlapping taxus express2 drug eluting stents (des) (2.50 x 24mm and 2.50 x 12mm) implanted in the proximal lad. The vessel was not pre-dilated prior to stent deployment. Prior to the procedure, the pt received lovenox, during the procedure, the pt received heparin and post-procedure, the pt received plavix and heparin. The next day, the pt began to experience chest pain and angiography revealed thrombosis in the two previously placed taxus stents in the lad. The pt was treated with plain old balloon angioplasty (poba) using a non-bsc non-compliant 2.5mm balloon. There were no further reported pt complications.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 8742801 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints of this nature related to this batch number.